Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist for use during cardiogenic shock section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿

Event description:
The complainant reported the patient was on impella 5.5 support because the patient presented to the emergency department after being shocked by her implantable cardioverter defibrillator. She was found to be in atrial flutter with rapid ventricular response and started on amiodarone and heparin drips as well as diuretics. The patient continue to decompensate therefore the decision was made to place on extracorporeal membrane oxygenation and impella 5.5. While on impella 5.5 support there was increased drainage from the jackson-pratt drain. Upon axillary exploration, a bleed was noted on axillary artery. The doctor was able to repair the artery which resolved the bleed. Due to the complication, patient received eight packed red blood cells, five fresh frozen plasma, and six platelets. The patient was unable to maintain airway with bleeding despite multiple bronchoscopy. The patient also had other sources of bleeding. The family decided to withdraw support. Extracorporeal membrane oxygenation and the impella was turned off and the patient expired immediately.

Manufacturer narrative:
The investigation for the vascular damage has been completed. Pump was not returned for investigation. Clinical details provided regarding the damage is very little and patient was coagulopathic and had received blood products. Therefore, the root cause of the vascular damage issue was patient condition related to coagulation disorder.